Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported tampon unraveled inside her body and it was difficult to remove. No string was attached to the tampon. She was able to manually remove.